Event description:
It was reported that the patient presented in-clinic for follow up. The device was found to be in backup vvi mode. Patient received inappropriate hv therapy. It was noted that the reset was a result of an MRI procedure. A device download was performed successfully, and the device was reprogrammed to previous programmed settings. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.